Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A farawave 31 mm catheter was selected for use for pulsed field ablation to treat paroxysmal atrial fibrillation. It was reported that right at the beginning of the procedure, after the sedation was started, a nurse noticed that the patient had a bluish tinge to his face. The oxygen saturation was only in the 80-range during the entire procedure. The blood pressure continued to deteriorate over the course of the treatment. During the treatment of the last vein right superior pulmonary vein, the ablation had to be stopped and the patient was given chest compressions and ventilated. After some time, the condition stabilized and a coronary angiography was performed to rule out an embolism. No causes were found that could be attributed to the complications. The patient was taken to the intensive care unit, where he was woken up after just one hour and taken off the ventilator. He was able to leave the clinic the very next day without any further consequences. A bronchial spasm due to an asthma attack is suspected. The device was disposed and will not be returned.